Manufacturer narrative:
At this time the lv lead remains implanted. Should additional information become available this event will be updated.

Manufacturer narrative:
Analysis will be performed and this report would be updated at that time.

Event description:
Additional information noted that this lead was explanted due to unknown reason.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed in insulation, and setscrew marks were noted. The lead passed electrical testing. Laboratory analysis could not confirm the reported clinical observations.

Event description:
Boston scientific received information that during a follow up loss of capture with asystole, oversensing of the atrial channel, and increase in thresholds was noted on the left ventricular (lv) lead. An lv lead dislodgement was noted. A repositioning procedure has been scheduled. The patient is not pacemaker dependent and no adverse patient effects were reported.